Manufacturer narrative:
Based on the claim against the product by the customer noting that the pf instrument was broken, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The pf instrument was analyzed and found to have a broken main tube. A piece measuring proximately 0.263¿ x 0.140¿ was broken and not returned with the instrument. The instrument housing was removed, and the clamping pulley screws were loosened to separate the main tube from the proximal clevis. Visual inspection found all internal cables to be still intact and a piece of material was found missing. An additional finding, which was not reported by site: the instrument was found to have a frayed grip cable at the distal end. The complaint regarding the broken pf instrument was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of a broken/cracked main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. The probable root cause of cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. Review of the provided image is consistent with the alleged complaint: the main tube of the pf instrument was damaged. The root cause of the failure mode cannot be confirmed without the returned device. This complaint is considered a reportable event due to the following conclusion: failure analysis found that the instrument damage could result in a fragment fall inside the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. Field d6 is blank because the product is not implantable.

Event description:
It was reported that during an assisted da vinci partial nephrectomy procedure, the prograsp forceps (pf) instrument was broken and could not be extracted. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue. The instrument did not collide with any other instrument or tool. The customer was able to pull the instrument out of the cannula with force outside the patient¿s body. There was no fragment that fell into the patient¿s anatomy. The instrument jaws were not stuck on the tissue. There was no adverse effect to the grasped tissue. There was no unexpected tissue removal and no bleeding. Instrument release kit (irk) was not used. There was no patient injury.

Event description:
Refer to h10/h11 for follow-up information.